Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported that when changing the alarm limit at the central station in patient information center ix (pic ix) software revision 4.0, the alarm limits at the mx40 telemetry device do not update. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The issue was escalated to a philips product support engineer for investigation and the issue was entered into the software defect database (azure devops) as sticr# 67444 for further review by the cross functional team. The investigation determined that after the mx40 restarts, if the internet protocol (ip) address of mx40 is changed, patient service will remove and add the mx40 in a notification in pic ix 4.0. Control service did not expect this case (remove/add the same device) and cannot handle it correctly. This issue is corrected in software version 4.1 and later releases. This issue is not present in pic ix version c.03. This is considered a serious problem, since the user can change the alarm limit, and the pic ix displays updated alarm limit while actually mx40 still uses the original alarm limit. This is considered a software deficiency; the device fails to meet specifications. The investigation of this issue and any further actions will be determined by the cross functional team and documented in azure devops associated with the sticr. The software can be patched to resolve the issue.

Event description:
Philips received a complaint on the pic ix hardware and intellivue mx40 802.11a/b/g indicating that the mx40 limits cannot be adjusted after some time of operation causing the mx40 not to alarm at the set alarm limits of the control center. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The focus on this record investigation will be on the pic ix hardware. Please refer to (B)(4) for the mx40 resolution. The following functional tests were performed: sticr 674444 was initiated to investigate this issue further. Iia-2917-2022-570 created. Based on the testing conducted, the reported issue has been confirmed to be a software design error within the pic ix software version 4.0.1 as documented in sticr 674444. Upon investigation it was determined that after an extended period of operation the mx40 dhcp (dynamic host configuration protocol) lease expires on the intellivue mx40 when the device is offline, upon reconnecting a new ip address will be assigned to the mx40. The pic ix patient service does not communicate the new ip change. The pic ix control service does not expect a new ip address to be applied to an existing device after reconnecting and therefore the settings sync fails. This results in a situation where the pic ix will display the changed setting but the mx40 device will not reflect the changed settings, rather the mx40 will continue to operate under the previously synced settings from before the ip address change. The sticr investigation concluded that because the patient service logic is required for this issue to occur only pic ix devices with software version 4.0.1 are impacted. Pic ix devices with software version c.03 and lower are not impacted by this issue. Philips is in the process of releasing an update to the pic ix software, via incenter, which will resolve this issue going forward. The crrb meeting minutes documenting this decision have not been approved within windchill at this time. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Analysis was performed and investigation has been completed on the pic ix. Philips is in the process of releasing an update to the pic ix software, via incenter, which will resolve this issue going forward. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.